Manufacturer narrative:
Product analysis: the device was returned for analysis with no damage or abnormalities. The balloon folds were opened. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035 inch mandrel was successfully passed through the device with no issue. Negative purge did not detect a presence of a leak on the device. In order to verify the location of the leak, an attempt was made to inflate the balloon and the leak was found on the balloon. The leak was visible from a radial tear present partly between the balloon folds, on the mid-section of the balloon. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the inpact admiral with 0.25 guidewire and 6fr sheath as per IFU with no issues identified, to treat a moderately calcified lesion in the mid superficial artery. Artery diameter 5mm, lesion length 150mm. Negative prep was performed prior to use with no issues reported. It was reported the balloon would not inflate past 8atm. There was no resistance encountered advancing the device. The balloon was deflated and was successfully removed from the patient. Another inpact admiral balloon of the same size was used to complete the procedure. No injury to the patient reported.